Event description:
Same as case - MDR ID # - 2134265-2013-04822 and 2134265-2013-04945. It was reported that during percutaneous coronary intervention (pci), pullback problem occurred. The 50% stenosed target lesion was located at the mildly calcified and severely tortuous in left main coronary-left circumflex artery. While using an ilab imaging system and assay sled pullback single pack md5, the physician selected an atlantis sr pro² to advance through the target lesion but experienced mdu pullback problem. They attempted pullback twice, but nothing happened. They replaced the mdu with another of the same device and completed the procedure. It has been noted that no complication were reported and the patient's condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).